Event description:
The manufacturer received information alleging a soft power fail error code (e-206) had occurred on a trilogy evo device. The device was not in use on a patient at the time of the occurrence. The trilogy evo device was returned to the manufacturer service center for evaluation, and the customer¿s complaint was confirmed. During the evaluation it was noted that the devices system printed circuit assembly (pca) had caused the error code to occur on the device. In conclusion, the device's system pca needs replaced to address the issue. The root cause is confirmed at this time. Additionally, during the service of the device, the blower assembly needs replaced for a non-reportable error code, inlet filter block (e-082), that was found on the device's error log and is unrelated to the reportable issue. The system pca needs replacing for another non-reportable error code, hard power fail (e-0208), that was found on the device's error log and is unrelated to the reportable issue. The machine flow sensor and fio2 tubing needs replaced for contamination unrelated to the reportable issue. The filer cover needs replaced for physical damage unrelated to the reportable issue. The air foam inlet filter, muffler, and particulate filter needs replaced for preventative maintenance unrelated to the reportable issue.